Manufacturer narrative:
The affected savina with serial number (B)(6) which was produced in (B)(6) 2004 was examined onsite by a service technician. The log file was not available for further analysis. Based on the available information and the description of event, a device restart could be confirmed on september 11th, 2021. Based on the error code after the restart the root cause was most likely related to a malfunctioning of the pba controller. The affected part has been replaced onsite. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system restart is combined with an audible and visible alarm of high priority. There was no patient injury reported. The device reacted as specified to a detected deviation and performed a restart in order to remedy the issue; the restart was accompanied by a corresponding alarm. After replacing the pba controller the failure could be solved. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.

Event description:
It was reported that the device restarted and displayed an error code during ventilation. No patient injury was reported.

Event description:
It was reported that the device restarted and displayed an error code during ventilation. No patient injury was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted and displayed an error code during ventilation. No patient injury was reported.